Event description:
It was reported that patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited loss of capture and unspecified low voltage output issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.